Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. No ramping number or scroll bar anomaly was noted. The battery out limit alarm could not be verified due to unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage was noted inside of the insulin pump.

Manufacturer narrative:
.

Event description:
Customer states he got his insulin pump wet; as a result he got a button error alarm and battery out alarm. Customer's blood glucose was 300 mg/dl and had an upset stomach but did not want to visit the ER. After troubleshooting, customer was advised insulin pump would need to be replaced. Customer states he had enough insulin pens to last until new insulin pump was delivered. No further information was provided.